Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the initial report. The slow boot was caused by a bad keyboard connector. During boot-up a keyboard error was displayed.

Event description:
It was reported the programmer is "slow to start," and it reboots with every plug-in and turn on. No patient complications were reported as a result of this event.